Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
It was reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was 364 mg/dl at the time of admission. The caller stated the customer was not wearing the insulin pump at the time of hospitalization. The insulin pump was removed from the customer before arriving at the hospital. Troubleshooting was not completed for the insulin pump. The customer declined to return the insulin pump for analysis.